Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, the trailing haptic was severed off upon implantation into the patient¿s eyes. Hence the lens was cut out and removed during the initial procedure. No patient impact was reported.